Event description:
Report received from the USA stating the device was "heating up." The device was being not used in surgery. There was no reported pt or user injuries. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.